Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead came out when I was using it. [Device breakage]. Toothbrush head is too loose. [Device connection issue]. No adverse event. [No adverse event]. Case description: a female consumer of unspecified age reported that the oral-b precision clean brushhead came out when she was using it with an oral-b rechargeable toothbrush, version unknown. She also noted that the brushhead was too loose. This was not the first time that she had used these brushheads. No symptoms developed.